Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, it was found by the staff that during inflation of the balloon a leakage was found. There was blood in the balloon and the pump alarmed. As a result, the iab was removed and another attempt was made with a new set successfully. There was no report of delay in therapy. There was no report of patient complication related to the device. It was reported that after the patient was discharged from the hospital the patient passed away. Dr. (B)(6), director of cardiology has made the medical judgement that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. Upon functional testing, a leak to the bladder membrane was noted near the proximal end of the bladder membrane. Upon further investigation, the proximal end of the bladder membrane was noted detached from the outer lumen. The appearance of the damage at the proximal end of the bladder is being consistent with being ripped or torn. No other leaks were detected during functional testing. The root cause of the detached bladder is undetermined. The detachment of the bladder is a potential result from removal of the iab through the sheath. The complaint is isolated, there are no other complaints with this finding. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. During the investigation the iab was found withdrawn through the teflon sheath. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." It cannot be confidently determined that the iab bladder became fully detached/torn during therapy; however, a leak was likely present in the relative location, which can allow blood to enter the helium pathway. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service will be performed to reiterate the instructions for use (IFU) to the customer.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, it was found by the staff that during inflation of the balloon a leakage was found. There was blood in the balloon and the pump alarmed. As a result, the iab was removed and another attempt was made with a new set successfully. There was no report of delay in therapy. There was no report of patient complication related to the device. It was reported that after the patient was discharged from the hospital the patient passed away. Dr. Guangning ye, director of cardiology has made the medical judgement that the device did not cause or contribute to the patient's death.